Event description:
It was reported that the patient has expired. The implant duration and the cause of death are unknown. Per the operative report of (B)(6)2010, the valve was "...seated without any problems" and "the patient was returned to intensive care unit in stable condition." It was also noted that "the patient had a problem with switching rhythms during the operation, but this stabilized prior to going to ICU. There operation was discussed with the patient's family both after the initial operation and later after we had to put the patient back on pump to rest him, and the decision not to reverse the protamine."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. The patient also had another device implant; (B)(4). Through follow-up with the health-care provider, the operative report of (B)(6)2010 was received. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.